Manufacturer narrative:
This medwatch is for the suspect device used in info system with patient #3. Please see medwatch for suspect device in inform system with patient #1.

Event description:
Caller reports on pt #3 meter comparison to lab with results of 531mg/dl on the meter and 213mg/dl at the lab while using the inform system. Caller reports no treatment was rec'd based on meter results and symptoms were unknown. Caller reports pt was admitted for anemia. Caller reports quality controls were on lockout; controls were in range. No adverse event was reported. Caller reports strips have been used and no product to return; a replacement was sent.